Event description:
Monitor emitted fumes during a surgery case which resulted in two nurses being treated for inhalation. Both nurses required o2 treatments in ER and complained of further problems later, equipment did not emit smoke during the case or stop operation of functions therefore source of fumes was hard to identify until after the case ended.